Event description:
It was reported that approximately 5 minutes into a da vinci s prostatectomy procedure, while the surgeon was dissecting tissue using the monopolar curved scissors (mcs) instrument with a tip cover accessory installed, the surgical staff smelled burning plastic. Intraoperative observation of the mcs instrument and tip cover found that both the instrument and accessory had evidence of burned material. Both the mcs instrument and tip cover were removed and the planned surgical procedure was successfully completed with a replacement mcs instrument and mcs tip cover accessory. No patient harm, injury or adverse outcome was reported.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Engineering confirmed the customer reported failure mode and found that the tip cover has a .375 x.115 hole burned through the silicone and ultem sleeve. Charring on the sleeve indicates that an arcing event occurred. The damage appears to have started near the ultem to sleeve interface. The mcs instrument used during the procedure was also returned and evaluated. Engineering found that the tube extension and proximal clevis on the instrument also have charring in the same location as the burned tip cover. No other damage was found.